Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4).

Event description:
Revision surgery required. It was reported that pt presented with a superficial hematoma in (B) (6) of 2007. This has been a recurrent problem that manifested afer her hip revision, but it is not believed to be related to the implants. X-rays were taken on all visits and as of the most recent visit, it was noticed the metal ring on her constrained liner was fractured. Her revision was for dislocation. Original components were a 28mm head and a standard 0 degree liner. Doctor does not recall if ring was fractured prior to presentation of hematoma.